Manufacturer narrative:
D4: lot number, full UDI, expiration date, and h4: manufacture date are not available as no lot number has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that swivel adaptor cracked on the tracheostomy tube, while is use with a patient. Trach change completed without issue. No disruption to ventilation. No harm to the patient.

Manufacturer narrative:
Date returned to mfg: 03-apr-2024. Investigation summary: one 3.5 flextend device with a swivel connector was received for evaluation. Visual inspection confirmed that there was a crack on the base / ledge of the swivel. The instruction for use, 10018908-001, states under warnings to always hold the base of the 15mm connector when disconnecting. If difficulty is experienced when disconnecting, utilize the disconnect wedge provided by inserting the thin end between the connectors and pushing to force them apart. Also under warnings, the IFU states to use only water-soluble lubricants with this tube. Use of petroleum-based lubricants could damage this tube. Acetone is another chemical if used on the connecter with crack the connector. Review of complaints for a crack connector at the base did not identify a trend. If appropriate cleaning solvents and ointments were used, the crack is likely due to an inadvertent force that was applied to the base / ledge of the connector. The investigation did not determine a manufacturing defect with the sample. A device history record could not be completed as no lot number was received.